Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the lead was returned with the helix extended, stretched, and bent, with blood and tissue on it. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the right ventricular lead's helix appeared to be retracted visually and on fluoro, but the lead became lodged in the superior vena cava. The physician was able to dislodge the lead and removed it from the body. The helix appeared abnormal after removal. No patient complications have been reported as a result of this event.